Event description:
It was reported that pump screen backlight appeared to work but display remained black when buttons were pressed, and this prevented customer from reading or interacting with pump. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.